Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve in a patient with a moderate case of calcification, a pre-balloon aortic valvuloplasty (bav) was performed 20 millimeter (mm) balloon set to 18 mm. The valve was deployed however a valve expansion defect was noted. The valve was recaptured. The valve was deployed and recaptured three times. The valve was removed from the patient. A new valve was used for implant and expanded without problems. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, inside a heart valve return kit submerged in clear 0.2% glutaraldehyde solution, visual analysis showed the valve discolored with evidence of blood contact. All leaflets were pliable and appeared intact. The leaflets and tissue exhibited signs of creasing. As received, all leaflets appeared to be in a closed position with leaflet 1 partially open. All commissures appeared intact. The valve was placed in a cold saline bath to initiate valve loading process. Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the reported event, the valve was deployed in a warm saline bath by rotating the deployment knob exposing the valve. The valve continued to be deployed up to the point of no recapture; no anomalies were observed. The valve was then fully deployed; no anomalies were noted. Image review: one image was provided for review. The image shows the valve deployed to approximately 80% with significant parallax in the valve frame. No conclusions can be made based on this single still image. Based on the reported information, the decision to withdraw the valve and delivery catheter system after a third failed attempt to properly deploy the valve was warranted. A new valve and delivery catheter system were used with no adverse patient effects reported. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Valve under-expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.